Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional pro-code jds. This report is for an unknown nail head elem: dhs/dcs lag screw/unknown lot. Part and lot numbers are unknown; UDI number is unknown. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. The investigation could not be completed; no conclusion could be drawn at the time of filing this report. The investigation could not be completed; no conclusion could be drawn. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. (B)(4).

Event description:
This report is being filed after the review of the following journal article: kukla, c. Et al (2000),indications for implant removal in healed proximal femoral fractures , acta chirurgica austriaca(2000)volume 32 number 4, pages 196-198 (austria). This retrospective study aims to work out the indications for hardware removal and to work out possibilities of preventing superfluos surgery. Between 1992 to 1998 ,a total of 2553 patients who received either a dynamic hip screw® (dhs) (rob. Mathys, switzerland)or a gamma locking nail ® (gn) (howmedica international,germany) were retrospectively analysed. Of these patients, 81 (32 males 49 females)patients whose ages at the time of the reoperation ranged from 22 to 93 years (mean: 68.3 years: sd:20.4) and who had implant removal due to complications were included in the study. Forty-four (44) patients (17 male 27 female) with a mean age of 68.6 years (sd: 18.2; range: 22.4 - 92.5) were treated with dynamic hip screw® (dhs) (rob. Mathys, switzerland) and thirty seven (37) patients (15 males 22 female)with a mean age of 68.0 years (sd: 20.4: range: 24.9 - 92.0) were treated with a gamma locking nail ® (gn) (howmedica international,germany). The following complications were reported as follows: 7 patients had implant removal due to deep infection followed bv thr in two and leaving a septic girdlestone situation in five cases. 18 patients had implant removal due to avascular necrosis of the femoral head and total hip replacement in all of the cases. 3 patients had implant removal due to ipsilateral shaft fracture. 1 patient had implant removal due to pseudarthrosis. 10 patients had implant removal due to request without any forcing complication. 1 patient had implant removal due to cutting-out of the lag-screw 1 patient had implant removal due to pain caused by a neck screw. 1 patient had implant removal due to malposition of the lag screw anteriorly. 1 patient had implant removal due to implant loosening of plate and screws laterally. This report is for an unknown 2 hole plate and 4-hole plate synthes dynamic hip screw (dhs). This impacted product captured this complication: -1 patient had implant removal due to pain caused by a neck screw. This report is for one (1) nail head elem: dhs/dcs lag screw. This is report 7 of 7 for (B)(4).